Event description:
It was reported that the insulin pump had a display anomaly. The customer's doctor stated that, according to the user, the battery icon on the display did not change and would not alarm low battery after 3 weeks of use. The insulin pump did not alarm weak battery. The caller did not know the blood glucose reading. The user stated that they would monitor the device and call back if the icon did not change when the battery was low.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.